Event description:
Per the clinic, the patient experienced pain and tinnitus following an MRI scan (date not reported); however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2015, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The report is filed october 15, 2015.